Manufacturer narrative:
The biomedical engineer reported that the two transmitters being monitored disappeared from the central nurse's station (cns) when they came in this morning and need assistance in remonitoring them. Nihon kohden technical support staff walked them through remonitoring the transmitters. Tech support has reached out to request logs from the customer but have not received them yet. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following telemetry transmitters were used in conjunction with the cns. Telemetry transmitters- model: zm-531pa, sn: 00625. Telemetry transmitters- model: zm-531pa, sn: 00626.

Event description:
The biomedical engineer reported that the two transmitters being monitored disappeared from the central nurse's station (cns) when they came in this morning and need assistance in remonitoring them. Nihon kohden technical support staff walked them through remonitoring the transmitters. No patient harm was reported

Manufacturer narrative:
Details of the complaint on 10/30/2019, (B)(6) hospital reported two transmitter tiles were not present on the cns (pu-621ra sn: (B)(6)). This was discovered when he came into work in the morning. Mark did not know how this occurred. The two transmitters were (zm-531pa sn: (B)(6) and zm-531pa sn: (B)(6)). Service requested assistance in adding the transmitters to be monitored on the cns. Service performed nka technical support (ts) advised the customer that the bed tiles likely disappeared due to manual selection to un-monitor, as this action can be performed under the "monitor setting" tab. Nka ts walked the customer through the procedure of adding the desired transmitters to be monitored on the cns, and ensuring the bed tiles were red. Investigation result: no pattern of patients becoming un-monitored at the cns was found at the user facility. The probable root cause is determined to be user input causing un-monitoring of the transmitter tiles, however this could not be confirmed from the lack of information/investigation from the customer. There is no suspicion of cns malfunction or deficiency. No risk assessment is conducted as the reported issue is not suspected to involve a non-conformance. Additional model information: d11 & c2: the following telemetry transmitters were used in conjunction with the cns. Telemetry transmitters: model: zm-531pa, sn: (B)(6). Telemetry transmitters: model: zm-531pa, sn: (B)(6).

Event description:
The biomedical engineer reported that the two transmitters being monitored disappeared from the central nurse's station (cns) when they came in this morning and need assistance in remonitoring them. Nihon kohden technical support staff walked them through remonitoring the transmitters. No patient harm was reported.